Event description:
It was reported that the patient received an occlusion alert on the ilet and, per troubleshooting, disconnected the pump and performed a manual hold-to-deliver check until drops were observed; the patient¿s blood glucose was 265 mg/dl and they planned to monitor and call back if not decreasing. Symptoms included hyperglycemia. Outcomes included no hospitalization and patient self-monitoring. Investigation included guided troubleshooting and education regarding suspected occlusion and confirmation of insulin flow at the set tip. Investigation of this case revealed that an occlusion was suspected but not confirmed, with insulin delivery visually verified at the cannula after disconnection, leaving the cause of the hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.